Event description:
It was reported the patient lost stimulation and was unable to communicate with her ipg. The physician opted to replace the ipg with a non-rechargeable version.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.